Manufacturer narrative:
Continuation of medical devices: addr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing from the right atrial (ra) lead noted on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event.